Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with an intraperitoneal antibiotic (name, dose, duration and frequency not reported). During hospitalization, the pd catheter was removed, pd therapy was discontinued, and the patient was placed on hemodialysis. On an unreported date, the patient was discharged from the hospital and recovered from the peritonitis event. No further information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.